Manufacturer narrative:
Arjo was notified of several patients sustaining serious injuries while lying on the velaris mattress. The customer alleged that the mattress was dipping in the middle, regardless of whether using the velaris pump or not. Each of the reported complaints has been submitted under a separate medwatch number. This report refers to 3007420694-2024-00042. In the complaint at hand, the patient developed a serious injury to the right ear. In the course of the investigation, the customer admitted, that injuries on ears were caused by external devices, not from the velaris mattress. The involved velaris mattresses could not be inspected because it was not quarantined by the customer (tagged for evaluation) but put back into circulation, therefore it is unknown if the mattress showed any signs of failure. However, several other mattresses were checked to find the cause of the alleged dipping and hard surface. The verification revealed the following issues: leakage in the system, system not inflating or equalizing, and cell twisting. Random sample mattresses with different failures were tested to check the mattress performance. Testing using pressure measurements confirmed that despite the failures, it is not likely that the use of velaris mattress will result in serious injury or death. The investigation has identified that the initial information was an error and there is no likelihood of patient injury as a result of using the device. The serious injury sustained to the right ear was not from arjo velaris mattress. The results of the investigation performed enable us to determine that this type of complaint does not compromise patient safety and will no longer be seen as a reportable type of event. The mattress was used for a patient treatment, however it did not cause the injury. The mattress was not evaluated by arjo as customer did not quarantine the mattress. Therefore it is unknown if the mattress in question failed its specification. As the customer alleged that the mattresses were dipping or there was a sensation of hard surface, it is concluded that only from that perspective, the mattress failed to meet its performance specification.

Manufacturer narrative:
Arjo conducted pressure mapping testing on the sampled mattress and found no higher pressure point. The gathered data from the testing and the complaints are being compiled and analysed. Once the investigation conclusion is completed, a supplemental report will be provided.

Manufacturer narrative:
Investigation is ongoing. Once the investigation results are available a supplemental report will be submitted. H3 other text : mattress not tagged by the customer for evaluation

Event description:
We have received information from one customer that their patients sustained serious injuries while using an arjo mattress. There are 9 cases of serious skin breakdown, which occurred in different locations of patients bodies. This is report number 1 of 9 that will be submitted. The customer alleged that the mattresses had a dip or there was a sensation of a hard surface. The customer placed the mattresses into circulation and they are still used by the patients. These are mattresses built of foam, which responds to the patient¿s weight and patient¿s are supported on this foam. The investigation into the alleged dip in the center of the mattress is ongoing. This report is fulfilled taking a conservative approach, following the serious injury reported.

Manufacturer narrative:
A male patient sustained a stage 4 pressure injury to left ear while on velaris mattress. However, later, the customer admitted that these injuries were not related to arjo product, but were caused by external devices. The investigation is ongoing, the gathered data are analyzed. When conclusion is reached from the data, a supplemental report will be provided.